Event description:
During a laparoscopically assisted vaginal hysterectomy, it was rptd the tsb35 cut but did not staple. It was put in the pt without a cartridge. The white handle was closed, then the black handle was fired. The tissue was cut, but no cartridge was in the instrument. This occurred on approximately the 4th firing. Bleeding was controlled with cautery. When the instrument was fired again, it only partially fired--some staples formed and some did not. Pt received 2 units blood. The instrument was discarded and another used to complete the case. Later that day the pt had to be re-intubated for what rep was told was a narcotic-related situation.